Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the (B)(6) trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 1 year and 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device(lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital with symptoms of black stools and a drop in hemoglobin (hgb) on (B)(6) 2019. The patient underwent an esophagogastroduodenoscopy (egd) which revealed two sessile polyps with bleeding and stigmata of recent bleeding. Two hemostatic clips were placed, no polypectomy was performed due to the patient still taking coumadin. No further information was provided.